Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the air gas module and nozzle unit on o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed 5000 hours of operation ago. The device's logs and defective parts were not provided for further analysis. Our conclusion is that the replaced parts were the cause of the failure.

Event description:
It was reported that the ventilator failed internal leakage test with error message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).